Event description:
Caller reported cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Caller planned to reset pump when ready and arranged a callback to follow up if the issue persisted.